Manufacturer narrative:
(B)(4). Age was not provided. Patient weight was not provided. Device lot # was not provided/unknown. Product has not been returned. No lot number was provided or known. Event date unknown. Product no returned to manufacturer.

Event description:
It was reported that patient come in with crown in hand. An x-ray shows fractured abutment screw. The fractured screw was removed. The implant will be restored with a new crown and screw.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws, it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. The following sections have been updated: date of this report, manufacturer, contact office, manufacturer's contact office, date received by manufacturer, checked "follow-up", checked follow-up type, entered evaluation codes.